Event description:
A distributor reported that a customer's pump had difficulties with the wake button, as the t button was no longer functional. There was no reported impact to customer's blood glucose values. The pump would not be returned since it was no longer under warranty, and no additional actions related to replacement or repair were documented.